Event description:
The information received from the (B) (4) study indicated that two months after the index procedure of the patient died. There was no autopsy and no official cause of death known. This was thought likely to be a cardiac event. The pi does not feel there was any relationship of the cordis product to the event. The event was reported to be unrelated to the device and procedure.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer obtained the results of 74 mg/dl and 233 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.